Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. D4: batch # 858a88. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with both halves separated and a fully fire reload not loaded. However, the batch number could not be noted. Based on the photo the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received fully fired and with the swing tab in the locked position. Further analysis showed scratches on the edge of both gripping surfaces. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, 3 tyveks of reloads and one tyvek of the device were received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. The scratches noted on the reload are related to improper use of the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 858a88, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the staple was malformed at 2nd firing on the feea. The device was used on the colon. The device in the question was used, and another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.